Event description:
It was reported that prior to use with bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes 1 tube had a different color cap. The following information was provided by the initial reporter: customer has received a box of these pink cross match tubes with one blue top tube in the middle, please note that this has happened before as well and note that the 100 box of tubes is fully intact with its original packaging.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "bd received one hundred (100) samples and one photo for investigation. Evaluation of the attached photograph and returned samples confirms reported defect of blue hemogard shield instead of pink hemogard shield. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect cap color. Bd was not able to identify a root cause for the indicated failure mode." The following fields were updated due to additional information: d9: device available for evaluation:  yes. D9: returned to manufacturer on: 2023-06-06.

Event description:
It was reported that prior to use with bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes 1 tube had a different color cap. The following information was provided by the initial reporter: customer has received a box of these pink cross match tubes with one blue top tube in the middle, please note that this has happened before as well and note that the 100 box of tubes is fully intact with its original packaging.